Event description:
It was reported that intraoperatively device does not work and had problems, rep. Did a check with the patient simulator and sometimes the nim didn¿t recognize the signal, the response wasn't good. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product number xom unk nimintrfc, description: unk. Prod. ID/ nim interface, serial number: unknown h3: in analysis of product number- 8253402 customer complaint can not be confirmed, the device boots and works as expected. The muting detector which came along has a missing o-ring. Ferrites are ok. The patient simulator works as expected. No anomalies have been found on the nim 3.0 console. H6: fdm code b17and fdr c20 are applicable for product number xom unk nimintrfc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.